Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) pacing impedance measurements of greater than 2000 ohms, and high pacing threshold measurements. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which noted that the patient's lv lead was not tested via the pacing system analyzer (psa) during the revision procedure. A lead fracture was suspected but not confirmed. No additional adverse patient effects were reported.